Event description:
It was reported that the patient's right ventricular lead exhibited high voltage lead impedance at the upper limit. Elevated lead impedance was also noted with the previous implantable cardioverter defibrillator. Defibrillation threshold testing was discussed. Patient was stable. No further information available.